Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that at the end of rotator cuff procedure, the healicoil anchor was positioned and impacted until the first thread of the screw was reached, when the screw went over the half it immediately fractured. Since half of the screw was already inside the bone and the specialist could not remove it, he proceeded to impact the little bit of the screw that remained so that the threads of the suture did not come out of the bone. The rest of the fragments of the fractured screw were removed from the joint with the help of the blade of the shaver. The procedure was completed without surgical delay using the same device. No further complications were reported. Current patient status is stable.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.